Event description:
Device #2 malfunction: unknown. Time of malfunction: during the procedure. Symptoms/ae: failure to achieve hemostasis, access site hematoma. It was reported that an xact stent was implanted in the right internal carotid artery. After the emboshield embolic protection device (epd) was retrieved, the patient experienced temporary vasospasm of the distal internal carotid artery. The vasospasm, felt to have been caused by the epd, resolved within five to ten minutes after treatment with nitroglycerine. Femoral arteriotomy closure was attempted using a starclose device. Reportedly, the starclose "failed" and hemostasis was achieved using a femstop device. The patient developed a femoral access site hematoma of unspecified size that prolonged hospitalization an additional day. There was no adverse patient sequela. Though requested, no additional information was available.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The emboshield embolic protection system (part e5190-01, lot 510962), is filed under medwatch# 9616695-2009-00007.